Event description:
The external pulse generator was returned for repair of a cracked case. It subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed that the upper/lower cases were broken. The battery release, and lead flex cover were contaminated. The side bail covers and battery drawer were broken. The ring cover, ring, case and ring cover screw were missing.